Event description:
It was reported that after approximately nine hours and 45 minutes of intra-aortic balloon (iab) therapy, console generated a check iab catheter alarm. The customer secured all the connections. After 10 minutes, the same alarm was generated. When they went to check the iab insertion site, blood appeared in the gas line. They were told to remove the iab immediately by the surgeon. After they removed the iab, they kept it in water and flushed it with air. There was a hole near the distal end of the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). Event site telephone: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. The video from the facility shows the iab inflated and leak tested in water. Air bubbles indicating a leak were observed near the iab tip. In the two photographs provided, blood was observed in the extracorporeal tube. The provided pictures and video confirm the reported problems. We are unable to determine when they may have occurred. Reference complaint #(B)(4).